Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 400 mg/dl, but had gone down to 333 mg/dl. The customer treated with manual injections and the insulin pump. The customer performed troubleshooting and did not find any problems. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. Nothing was replaced or returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed the motor test. However, the insulin pump was received with normal operating currents and passed the a21 error, self test, displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.